Event description:
It was reported that during a procedure, the light source on the scope was only about half light at the end of the scope, and the other half was dark. A replacement device was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation details: scholly assessment received in 2007, indicates welded joint broken due to customer mishandling. A lhr review could not be performed, because the device was manufactured by scholly fiberoptics.